Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer was hospitalized due to high blood glucose of 793 mg/dl. Date of hospitalization was (B)(6), 2022. Current blood glucose was 120 mg/dl. They had symptoms like nausea and abdominal pain. The customer reported bent cannula. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the retainer ring and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn#: 000313018511 - customer returned pump for an alleged failed batt test/battery failed alert and unexpected error message found on july 27, 2021. The pump was received with a cracked retainer. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no failed batt test/battery failed alert and unexpected error message noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 09:19:00.000 (B)(6) 2021 17:20:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 09:20:21.000 (B)(6) 2021 17:21:35.000 to (B)(6) 2021 17:36:57.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:21:44.000 to (B)(6) 2021 17:34:29.000 pump was cut open to perform visual inspection and found corrosion on the pcba 2. No corrosion or moisture damage found on the pcba 1, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the pcba 2. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the retainer ring. A cracked retainer was confirmed. Unexpected error message was not confirmed. Failed batt test/battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Failed batt test/battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba 2. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.